Event description:
(B)(6) called about a patient that had a dog bite. The patient went to the emergency room and while under the care of a physician they did a deep tissue rinsing with hibi. She has now been sent to (B)(6) to care for the wound. (B)(6) stated that the patient may have synovitis across the dermis of her right dominant hand. The patient was present during the call and stated that she was bit by her dog and the physician did a deep tissue irrigation with a saline and hibi mixture. The patient believes approximately 10 to 15 cc of the mixture was injected into her wound and was rinsed out. The patient hand is now swollen, painful, itchy and hypersensitive.